Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ( will not power on) has been confirmed. Upon investigation, the monitor was resetting at start up. The cause of the problem was isolated to an intermittent bga connection at pin a25 on flash memory chips u102 and u105. The root cause of the intermittent bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A zoll pt service representative (psr) contacted zoll customer support to report that a (B)(6) male patient's monitor would not power on. The pt was issued a replacement monitor.